Event description:
It was reported that the surgeon came across a honeycomb imprint and discoloration on a patient at 3 months post-op after having used the opsite dressing. It was confirmed that a pressure dressing was not used as the doctor is aware it is contraindicated.